Event description:
It was reported, the pt's stimulation pattern had changed. The sjm rep attempted to reprogram the pt, but invalid impedance was noted, and the original stimulation coverage could not be regained. An x-ray was taken which revealed the lead had migrated. On (B)(6) 2012, the physician replaced the lead. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.